Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow and down arrow keypad buttons have been slow to respond. She stated that the pump is exposed to water when swimming. The family member denied physical damage to the rubber keypad; denied exposing the pump to cleaning product, and stated that the pt wears the pump in a pouch.